Manufacturer narrative:
(B)(4). The device was manufactured may 18, 2015- may 19, 2015. The device was received for evaluation. Visual inspection did not identify any defects with the device. A functional flow test was performed and no obstruction to the flow was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with 720mg fluorouracil in sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.